Event description:
Pt observed to be cyanotic, bradycardic and unresponsive. Pt was removed from ventilator and was unable to be ventilated with ambu bag. The inner cannula in trach tube was noted to be kinked. Inner cannula was unkinked, secured and pt bagged on 100% o2. Pt placed back on mechanical ventilation. Pt suffered no untoward effects.